Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance on the high voltage coil. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6725 lead implanted: (B)(6) 2020; dtma2qq ICD implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.